Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material (white crystallized contamination) appeared to be simethicone type product. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) section: operation manual: 4.2 insertion: air, water feeding and suction: auxiliary water feeding. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis lucera elite colonovideoscope had a noisy image. This issue was identified during customer's maintenance. The device was returned for evaluation. During examination, foreign material was identified at the auxillary channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
The device was returned for evaluation. In addition to the foreign material identified, the light cover glass was chipped, the light cover adhesive was uneven, the optical cover adhesive was pitted, the control body had a worn ring, the suction connector was leaking and showed signs of fluid ingression, the relayed image showed interference, the angulation range tested outside of specifications, the up/down control knob had excess play, the up/down angle control assembly was loose and the up/down lock engagement lever did not hold the distal end in place. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.